Event description:
New information received notes that the patient had an in clinic visit on (B)(6) 2024. Programming changes were made to resolve the issue. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed the right ventricular (rv) lead exhibited high capture threshold measurements. There was a discussion to bring the patient to the clinic for testing, but not made yet. No intervention was performed. The patient had no adverse consequences.